Event description:
A malfunction was reported on the pump by a caller, who noted no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the malfunction as the code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which they acknowledged and understood.